Event description:
It was reproted that as the iab was passed through the introducer sheath, resistance was encountered. Because of this, the iab and sheath were removed as a unit. The iab was replaced without any pt complications.